Event description:
It was reported that the display was not working. The device was being set up for patient use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the touchscreen does not respond and does not calibrate. It was unknown if nav-ring was functional; the customer requested onsite service. The touchscreen was replaced. Preventative maintenance visit was completed, and the system was returned to full clinical use.

Manufacturer narrative:
The touchscreen was returned for analysis. The ul_lr / ur_ll resistance measurements and resistance ratio are out of spec. Verified customer complaint of touchscreen out of specification. Fault was found on the returned touchscreen.